Event description:
Additional information received as patient reported that their stimulation was on 1.8v and it seemed to be working better and did not hurt their toe. If they turned stim up any higher then toe next to the big one hurt but it seemed ok now. Patient thought that they were on program 2 at 1.8. If they drink a lot of liquids then they had a little chance that they did not make to the bathroom. Patient still wear a pad when they went out shopping. Patient said the night before last when they went out to dinner then they had tea and their whole pad was wet. Patient was definitely getting a 50% reduction. Patient said before they got the device that it would be running down her leg. Patient took a medication that made them shaky.

Manufacturer narrative:
Date of event is estimated.

Event description:
The consumer reported that she was ¿not getting therapy relief,¿ but things were ¿getting better¿ after increasing stimulation settings 2 days prior; the patient reportedly could ¿hold it longer than before,¿ but still wore pads and ¿lost control¿ after drinking a lot. Since having stimulation settings at 2 volts two days ago, the patient¿s toe curled and did not stay straight. There was an appointment scheduled with the healthcare provider (hcp) within 2 weeks. More than two weeks later, the patient reported that ¿nothing had changed. Additional information received from patient on (B)(6) 2016 reported that she was confused because she was trying to change problems and made adjustments but the change did not resolve the issue. She experienced loss of therapeutic effect and her toe curls up. Patient stated sometime she could not make it to the bathroom in time. She was implanted for bladder issues. She was talking vesicare but it made her constipated so she also took miralex. The patient¿s toe curls up when she increased stim on program 2 up to 2v but it resolved when she lowered it back down to 1.8v. It was indicated that her toe turned red and she had burning sensation. It was painful and hurts. It was like a ¿hammer toes¿. She did not feel stim at 1.8v on program 2 but she could feel it when she turned it up to 2v. It was also reported that she fell about a month ago but it occurred after the other issues had already started. During the call, patient services helped patient changed to program 3 and increased amplitude to 2.2v, she was now feeling stim in the correct area. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that after the patient¿s fall in 2016, the device caused burning in their left small toe, was turned off, and the patient was referred to a podiatrist. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they were having pain and discomfort on and off for a long time on their big toe. The patient stated they had a callus with a black spot and their toe was bent and it looked like a hammer toe the week before the report. The patient reported since (B)(6) 2017 their toe was burning and throbbing, they could hardly sleep and walk, and they had to switch shoes when walking because their toe hurt. The patient reported they turned the therapy off for 2 days 2 weeks ago and their toe was straight, and the symptoms were gone. The patient stated they were not sure what to do. The patient was redirected to their healthcare provider to consult regarding their toe symptoms. No further complications were reported.